Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 42 months ago. It was reported that the patient had a follow up CT scan. From the angiogram, a possible type iii separation endoleak or a distal type I endoleak was observed coming from either the contra limb and or the aneurx cuff. The physician implanted an endurant ii extension overlapping the contra limb and the aneurx cuff however, the leak was still present. The physician confirmed the endoleak was actually a distal type I. The physician coiled the right hypo and extended into the external iliac artery with an endurant ii extension resolving the endoleak. The patient is fine. The physician suspects the cause of the event was due to minimal to no distal seal. Film review analysis: review of a short angiography video showed that there was a probable type I endoleak coming from the right iliac. Several photograph's during secondary showed post-implant of an endurant cuff and iliac extension into the right external iliac. The right hypo was seen coiled. Resolution of the endoleak could not be determined from this photograph.

Manufacturer narrative:
(B)(4). Evaluation, method: (film); results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression; minimal distal seal within the iliac); conclusion: known inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (disease progression; minimal distal seal within the iliac).